Manufacturer narrative:
The boston scientific local area sales representative then reported that the patient had been sent home with a life vest and that the device had been deactivated. To date, information suggests that these medical devices remain actively implanted. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead recently implanted in association with the chronic implantable cardioverter defibrillator (ICD) did appear to exhibit high rv pace impedance per the latitude red alert that was generated. The prior non-bsc rv lead had been removed from service for reason of fracture.